Event description:
An electromechancial ambulatory infusion pump was returned to mckinley for service (functional checkup). At the time of the return, there was no report from the customer of a pump malfunction or failure to meet performance specifications. A mckinley medical service techincian observed a reportable malfunction during the functional checkup. The pump failed a delivery accuracy test (under delivered).